Event description:
The facility reported a colleague infusion pump with failure code 809:10 on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure code 809:10 on ch b" was confirmed during product evaluation as failure code 806:10. It is unknown if the determined condition was reproduced. The root cause of this condition was assigned to a defective pump head module on channel b. The pump head module on channel b was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed the device has not been previously sent into service for the reported condition.